Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6. Additional medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient visited ed with concerns of sepsis, possible infection as well as anemia. Infectious disease consultant agreed no concern for left hip sepsis, also was negative for dvt of lle. No other findings related to the reported event were noted. The additional information received does not change the final conclusions of previous investigation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. UDI: (B)(4). Concomitant medical products: item # 00784301108/ revision femoral stem beaded / lot # 61007312. Part # unknown / unknown liner/ lot # unknown. Part # unknown / unknown shell/ lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020 -00610. This was previously reported under 0001822565-2020-00613.

Event description:
It was reported the patient was revised approximately 5 years post implantation due to femoral stem fracture, pain and instability. Cup was retained and head and stem revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
His follow-up report is being submitted to relay additional information. Device history record (DHR) was reviewed and no discrepancies were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent a left total hip arthroplasty. Zimmer biomet components were implanted without complications. The patient underwent a revision procedure 2 years later due to loosening of the stem, during when the femoral stem and head were replaced with new zimmer biomet products. The patient underwent a 2nd revision procedure 5 years due to a loose and fractured stem. Upon removing the head, the proximal end of the stem was grossly loose. The cup was well fixed but heterotopic ossification was noted around the acetabulum. An osteotomy was performed to remove the fractured stem, and a competitor's head and stem were implanted. No other complications/findings related to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.